Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, when the product was returned from the operating field and put into a double checker, the root of the needle broke and fell down. It was uncertain what part of the needle the doctor held with the forceps during suturing, but as far as the sales rep watched, the doctor held the point away from the connecting part when the product was provided. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the returned samples noted one suture and one needle. The needle was broken at the swaged end. The swaged end of the needle was attached to the suture. It was observed, under magnification, that instrument marks were present on the swaged end of the needle. The retainer was inspected with no abnormalities. As no sealed products were returned, functional testing was precluded. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The observed instrumentation damages suggested that the needle was grasped improperly at the swaged end of the needle during application. Firmly grasping the needle at the swaged end can deform the crimp, can cause the needle to disengage from the suture, and can even cause the needle to break at the swaged end. The recommended grasping area of the needle is at the needle body, where the wire is of a full diameter. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, when the product was returned from the operating field and put into a double checker, the root of the needle broke and fell down. It was uncertain what part of the needle the doctor held with the forceps during suturing, but as far as the sales rep watched, the doctor held the point away from the connecting part when the product was provided. Another product was used to complete the case. There was no patient injury.